Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the impedances were high. They removed that lead entirely.

Event description:
(B)(6) 2025: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). Incomplete information was submitted. It was noted the lead was explanted, but additional information was not provided. 2025-mar-24: additional information was received from manufacturer representative (rep) who reported the lead was explanted after patient experienced a traumatic event that rendered the lead unusable. The cause of the lead to be explanted was due to an impedance issue. Rep attempted to program on the opposite lead which they state did not resolve the issue directly. They state the led that remains implanted was used to program. The explanted lead was discarded.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 20-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who clarified the traumatic event and cause of the high impedances were due to the patient being shocked by an electric fence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.